Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead experienced bacteremia and presumed infection. The physician had difficulty when trying to remove this lead because the very tip broke off in the innominate vein. There was also scar tissue casts floating in the atrium. This lead was explanted successfully. No additional adverse patient effects were reported.